Event description:
The initial reporter alleged a false negative result with the hbsag g2 elecsys e2g 300 v2 assay on the cobas e 801 module. The customer reported that their workflow involves rechecking samples on the cobas e 801 module if a positive result is obtained from another method. In this case, the same serum sample was tested on two different dates. On (B)(6) 2023, the sample was tested on the abbott alinity system, yielding an hbsag result of 3.7 s/co (positive), a confirmatory hbsag test result of positive, and a polymerase chain reaction (pcr) result of reactive using the cobas mpx test. On (B)(6) 2023, the same sample was tested on the cobas e 801 module, yielding an hbsag result of 0.508 coi (negative), an anti-hbs result of negative, and an anti-hbc result of 0.00759 coi (positive). The sample tested on both dates was confirmed to be the same. The pcr result from (B)(6) 2023 was reactive, which preceded the hbsag ii result obtained on (B)(6) 2023.

Manufacturer narrative:
The analysis was performed on a cobas e 801 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hbsag ii assay performed within specifications based on a review of calibration and quality control data, which were found to be inconspicuous. The investigation was limited as no sample material was provided for further analysis. A definitive root cause for the reported false negative result could not be determined. The customer was advised to open a new case if the sample material becomes available for investigation.